Event description:
It was reported that a patient underwent a three level balloon kyphoplasty procedure at levels t8, t9 and t10 on (B)(6) 2006. One month after the procedure, the patient experienced lumbar pain. On (B)(6) 2006, the patient had a chest CT scan, which revealed a small piece of radiopaque substance. The patient did not experience any pulmonary symptoms. The particle substance has not and is not expected to result in any compromise of a body structure or function. It's presence has not warranted in any medical or surgical intervention. No additional information was reported.

Manufacturer narrative:
Method: device not returned, follow up with representative.